Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring of the vial occurred during use with a vial-mate adapter. The reporter stated that the device connected to a vancomycin bag, and ¿some pieces of particles from the adapter went through the bag¿. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 04/26/2018 - 04/29/2018 . The actual device and two (2) sample photos were received for evaluation. Visual inspection on the returned samples revealed a particulate matter attached in the solution bag, not on the device. Functional testing was performed and did not reveal any abnormalities, the device works normally. The reported problem was verified. The cause of the condition was determined to be customer misuse. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.